Event description:
It was reported patient presented remotely. Remote transmissions showed that the patient's right ventricular (rv) lead exhibited lead noise. No intervention was performed. Patient had no consequences.